Event description:
Baxter reported the technical service center noting a wet machine which was likely caused by the break down of a cassette. No pt injury or medical intervention was indicated by baxter.